Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing shocking when the ins battery gets below 40% 'every now and then.' The patient was advised not to let the ins battery drop blow 50%. Impedances and connectivity were normal the issue was considered resolved. No further complications were reported.